Event description:
It was reported that the customer's pump screen was dark and would not turn on, accompanied by a red blinking led and vibrations every three minutes. There was no adverse impact to the customer¿s blood glucose level. The technical support team instructed the customer to troubleshoot the device without success and decided to send a replacement pump with updated software. The customer was informed on how to return the faulty pump and how to set up the new one, including programming pump settings and connecting the continuous glucose monitor. The customer will use multiple daily injections (mdi) as a backup therapy in the interim.